Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the chloride electrode and ran precision studies. The cause of the discordant, falsely elevated cl result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.